Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported drill bit was broken during drilling. The broken piece of the drill bit remains in the patient¿s bone. The surgeon used another drill bit to complete screw insertion. There was no delay in the surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). No anomalies were detected during device history record (DHR) review. No non-conformance reports were generated during production. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: our investigation shows that the drill bit is broken off at the end of the flute. The broken off part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information and without all involved parts we cannot determine the exact root cause. Due to the wear and tear signs, it is likely that this product was often and intensive used instrument. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played a contributory negligence to the breakage. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Please note: blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.